Event description:
It was reported that during a cholecystectomy procedure, the pouch broke. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.